Event description:
It was reported that the customer experienced a low blood glucose (bg) level of over 20 mg/dl. The cause of low bg was unknown. The customer received third party assistance from emergency medical technicians (emts) but did not provide how the emts addressed the low bg. The low bg happened again, and the customer went to the emergency room (ER), and the ER took their pump off. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.